Manufacturer narrative:
The device was returned and is in the process of being evaluated. A manufacturing review was performed and did not find a possible manufacturing related issue. While it appears that the connector came free from the device, we are unable to determine whether the device or the surgeon's use of the device may have caused or contributed to the event.

Event description:
Based on information reported to davol: (B)(6) 2011 - during the surgery, after fixating half of the mesh, the surgeon dragged the tip of the tacker along the mesh to find a location to fixate. While he was dragging the tacker he bumped the balloon portion of the echo positioning system and the balloon became free of the mesh, but the balloon was still able to hold the mesh in place. When he moved the tacker again to find placement, a connector that secures the positioning system to the mesh completely disconnected from the mesh and the balloon and fell off of the anterior side of the mesh into the abdominal cavity. The surgeon retrieved it and was able to complete the surgery. Before closing the surgeon ensured that there was no piece of the connector left behind by stretching the connector out lengthwise and measuring against another connector still secured to the echo ps. He firmly tugged on all of the other connectors and there was only an issue with the one connector that he had to retrieve.